Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During the visual inspection, the guidewire was returned broken in 2 segments. The tail over the nitinol tubing proximal bond was noted torn. The proximal was noted to the nitinol tubing broken/fractured and the core wire was not visible. The distal segment was noted to the nitinol tubing broken/fractured and the core wire was not visible. There was no core wire visible through the distal tip dome. Dried procedural fluid was evident. The distal segment was soaked in warm water in an attempt to remove the dried procedural fluids but this segment became broken and stretched during analysis, the platinum wire was broken and the core wire is visible in this stretched section. The hydrophilic coating was hydrated and on inspection there was no anomaly noted. The guidewire ptfe coating was examined under magnification and there was evidence of peeled off peeling of the ptfe in several places from the proximal end. Functional testing could not be performed due to guidewire damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. A microcatheter was used in the procedure in conjunction with the subject device. The broken part was extracted from the microcatheter and there was no snare device was used to extract the broken part, there was no harm to patient as a result of this malfunction and the patient¿s current condition is fine. The device was returned broken in 2 segments. It is probable excessive torque was applied and the device fractured during manipulation of device on removal from the microcatheter. An assignable cause of procedural factors will be assigned to the reported ¿guidewire difficult to insert¿, ¿guidewire torque problem¿, ¿guidewire broken/fractured during use¿ and analyzed ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire distal tip stretched¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Analysis of the returned device also found the ptfe was peeled off/peeling/scraped off from the proximal end which indicates the ptfe encountered an interaction with another device. However this cannot be confirmed as the torque device and the introducer sheath were not returned for analysis. Therefore, a cause of undeterminable has been assigned to the as analyzed 'guidewire ptfe coating peeling'.

Event description:
It was reported that during the procedure physician encountered resistance while advancing the subject guidewire into the microcatheter. During the delivery when he tried to manipulate the subject guidewire he failed to torque it. On withdrawal the subject guidewire was found fractured inside the lumen of the microcatheter. The patient had moderately tortuous anatomy and is doing fine. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure physician encountered resistance while advancing the subject guidewire into the microcatheter. During the delivery when he tried to manipulate the subject guidewire he failed to torque it. On withdrawal the subject guidewire was found fractured inside the lumen of the microcatheter. The patient had moderately tortuous anatomy and is doing fine. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.